Event description:
The pt was revised, due to poly wear of the hip liner 22 years after implantation. During the surgery the new liner would not seat into the cup causing a 30 minutes delay in surgery.